Event description:
It was reported that during surgery while implanting a reflection acetabular screw, the tip of the screwdriver broke. All broken pieces were recovered. There was no backup available, the procedure was completed with no delay. There was no injury to the patient.

Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.